Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which verified via chest x ray. Also, patient was in chronic atrial fibrillation (af). This ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field h6: patient codes from section device manufacturers only.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which verified via chest x ray. Also, patient was in chronic atrial fibrillation (af). This ra lead was explanted. No additional adverse patient effects were reported.